Event description:
The customer's mother reported that the patient battery died on the insulin pump. The customer's blood glucose level was 544 mg/dl. The customer was given a manual injection. The customer offered to troubleshoot but declined.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.